Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, following an MRI the device was observed to be in back up mode. It was noted the device was not programmed into MRI mode prior to the patient undergoing the MRI. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.